Manufacturer narrative:
Correction: please note that conclusion and result code no longer apply to this report. Device evaluation: analysis of the implantable neurostimulator (ins) found no anomalies. Analysis of lead (B)(4) found the #0 conductor was broken under the #7 electrode 5.1 cm from the distal end, the #1 conductor was broken at the #1 electrode crimp sleeve 1.1 cm from the distal end, and the #2 conductor was broken at the #2 electrode crimp sleeve 1.8 cm from the distal end. Analysis of lead (B)(4) found the #0 conductor (connected to #8 electrode of the ins) was broken between the #0 and #1 electrodes 0.6 cm from the distal end, the #3 conductor (connected to #11 electrode of the ins) was broken at the #3 electrode crimp sleeve 2.4 cm from the distal end, and the #4 conductor (connected to #12 electrode of the ins) was broken at the #4 electrode crimp sleeve 3.1 cm from the distal end.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, lot# 0210155930, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, lot# 0210987672, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's system was explanted on (B)(6) 2016 because of an infection. When the system was explanted due to the infection, the hcp determined that one of the electrodes was broken. The patient had fallen several times and the falls may have led or contributed to the issue. However, the patient had a "normal situation" prior to the explant and the cause of the lead break was not determined. (The manufacturer representative did not know if the electrode broke or was cut by the hcp, and inquired if the electrode could be "ragged" after a fall.) The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.